Manufacturer narrative:
Per the perfusionist, this was found during a routine check of the unit. The field service representative (fsr) verified the blank screen. He replaced the ccm. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for a non-clinical activity, the central control monitor (ccm) had a black screen, and the light would not turn on. There was no patient involvement.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. The pst observed that the display screen backlight was not functioning, but the ccm was operating otherwise. The images were on the screen but were not perceptible without applying an external light source. It was determined that the power inverter was being sent the intended voltage, and with a luo inverter installed, the ccm backlight still did not illuminate. It was determined that the liquid crystal display (lcd) screen was not functioning. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.